Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician felt significant resistance as a guidewire was inserted through the lead. It was also reported that after the lead had been placed the guidewire became stuck. The lead was removed and a replacement lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The distal end/electrodes of the lead were extrinsically damaged. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found the tip seal stuck in the distal conductor. Therefore, the guidewire could not be removed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.